Event description:
Customer reported that the "clave needle-free injection port did not have a plug" (silicone). When IV was started, blood backed up and "came out of needle-free port". No pt injury reported.